Manufacturer narrative:
D6a: corrected the implant date. D6b: corrected the explant date.

Manufacturer narrative:
G3: date corrected.

Event description:
The complainant reported optical placement signal issues that occurred during impella support. The alarm was subsequently disabled on the console and patient support continued. There was no reported harm to the patient.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The data logs were reviewed and show that after insertion motor current pulsatility is extremely low, and placement signal shows aortic waveforms. After approximately 1 minute pulsatility returns, flow increases and the alarm resolves. This is most likely the pump being in the incorrect position, making this a positioning issue. The root cause of the positioning issue was determined to be use related. All pertinent information available to abiomed has been submitted at this time.